Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed that the transmitter was not working and also a loss of communication between the simplera sensor and the insulin pump. The blood glucose value at the time of the event was 402mg/dl. It was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-7911na, mmt-1880l. Troubleshooting was performed for a loss of communication between the transmitter and the pump. The customer called back after fully charging the transmitter, but the led (light emitting diode) did not blink when the transmitter was removed from the charger. Troubleshooting was partially performed for hyperglycemia. The customer had not been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode feature was active or not at the time of the event. The customer did not report any pump-related issues. No further patient complications were reported. Product mmt-7911na was requested, and customer response was the device will be returned. The customer will discontinue the use of the device. No product return was required for mmt-1880l.